Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. It was reported that the device will be sent to a third-party vendor for service. Review of the instrument history showed the device was purchased on (B)(6) 2013 and only one service was performed on (B)(6) 2014 due to image focus problems. The evaluation found evidence of mishandling. If any additional information is available, this report will be submitted.

Event description:
Olympus was informed that during an unspecified procedure, the camera stopped working. The procedure was out of the regular scope of work. The physician performed an incision that was not normal and the incision cut was larger than normal. The patient sustained an unspecified injury. No additional information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event via phone and email, but with no results.